Manufacturer narrative:
As reported, the bard/davol hydrosurg laparoscopic irrigator leaked fluid from the battery pack during end of a case. The subject device was not returned for evaluation. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without having the device to evaluate, no conclusion can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
As reported, during end of an unknown procedure on (B)(6) 2021, the bard/davol hydrosurg laparoscopic irrigator leaked irrigation fluid from the battery pack. As reported, the device was able to irrigate and suction as intended, however, it did sound as if it was running even when not being used. There was no reported patient injury.